Event description:
It was reported that pump experienced malfunction that displayed malfunction code 5, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller was advised on how to reset pump, confirmed malfunction was resettable, and planned to perform reset independently and follow up with technical support if issue continued, with no additional outcome information reported.